Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of 288 pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded into the jaws. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900059873 for inv estigation photos. The returned sample was reviewed with a r & d engineer. First, the partially loaded clip was manually removed and the trigger cycle was completed with no clip firing. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws. The sample was received with 2 clips remaining, including the partially other remarks: loaded clip, indicating that 13 clips were fired by the end user. One of the clips was manually loaded into the jaws and was able to successfully apply to over-stressed tubing. It appears that the only problem with the returned device is the misloading of clips. This is evidence that the clips were out of position in the channel and stacking on one another which would prevent the clips from properly loading into the jaws. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. However, it is also possible that the clips became out of position during use. Since it could not be determined exactly how or when the clips became out of position, the root cause of this complaint issue is undetermined. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It is possible that this complaint issue occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. It is also possible that the clips became out of position during use. Since it cannot be confirmed when or how the clips became out of position, the root cause of this complaint issue is undetermined. The reported complaint of "clips not ligating when loading" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining, including a partially loaded clip, indicating that 13 clips were fired by the end user. Upon functional inspection, the remaining clip that could be tested was unable to properly load into the jaws of the device. One of the clips was manually loaded into the jaws and was able to successfully apply to over-stressed tubing. It appears that the only problem with the returned device is the misloading of clips. This is evidence that the clips were out of position in the channel and stacking on one another which would prevent the clips from properly loading into the jaws. It is possible that the clip stacking occurred due to an assembly error, but this sample was manufactured before the most recent changes were made to the assembly line to mitigate this potential issue. These changes were documented under engineering change order 05537. However, it is also possible that the clips became out of position during use. Although the reported complaint issue was confirmed based on functional testing, it c ould not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips are not ligating when loaded. There was no patient injury.